Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated damage at implant and stretching.

Event description:
It was reported that during the implant procedure, the left ventricular lead was noted to have normal impedance range of 1600-1800 ohms. The physician noted blood in the lead body and was not sure if it was from wicking or damage. The lead was placed into a smaller vessel and the impedance was noted to be >4000 ohms. When the lead was pulled back, the impedances normalized. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).